Event description:
It was reported that "per patient, she received a no disposable, clamp tubing error on (B)(6) 2022. Patient made a new cassette and the error cleared. Patient did not keep the malfunctioning cassette. Lot number on defective cassette is not known." No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.